Event description:
Information was received from a consumer in regard to a patient receiving morphine 10 mg/ml at 3.408 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that during the trial, the patient had no pain for 8-9 hours. The patient thought the implant would do the same, but the patient can only be in the kitchen 30-45 minutes until their back starts to hurt. The patient¿s l5 was damaged at implant and the patient has not been able to lie on their left side since the surgery. The patient has pain in their feet, legs, and thighs. The patient¿s physician only offers injections and they are not helpful. The change in therapy/symptoms was considered sudden. The l5 damage occurred on (B)(6) 2015, and the event date of the pain was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.